Event description:
On (B)(6) 2012 a reporter on behalf of a patient in (B)(6) contacted lifescan (lfs) alleging an inaccurate erratic concern with the onetouch veriopro meter. The customer service representative (csr) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from the lifescan sales representative. The patient claimed on the evening of (B)(6) 2012, she was feeling bad and thought she was hypoglycemic, no specific symptoms were reported. It is not known how the patient manages her diabetes or what actions she took in response to the alleged issue. She tested her blood glucose at approximately 7:42pm and observed blood glucose values of "165, 123, 67 mg/dl with the subject meter, performed within 3 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < 12 mg/dl and/or <15%. The meter's unit of measure was correct. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. Upon retesting 3 minutes later, the result obtained was consistent with her claim that she was hypoglycemic. There was no report of treatment received due to the alleged issue; however, this complaint is being reported because the subject device did not meet lfs's criteria for precision testing. Replacement product was sent to the patient.

Manufacturer narrative:
(B)(4): the meter and test strips both passed all testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.